Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. Reportedly, customer had not addressed high bg and will reach out to emergency services if needed. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy.